Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data which indicated results were flagged as "abnormal assay e143" due to "percent_cycle33w", indicating a weak sample mix. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced sample probe 1 (s1) mixer and ran mix testing. The cse recalibrated the glucose method, and results were within range. The cause of the operator reporting flagged patient results is failure to follow instructions. The cause of the discordant, falsely low, flagged, glucose results was due to a sample probe 1 mixer failure.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on patient samples on a dimension vista 1500 instrument ((B)(4)). The discordant results of (sample ids: (B)(6)) were flagged with "e143", abnormal assay errors, and were erroneously reported to the physician(s), who questioned them. The customer has a new laboratory information system (lis) system and error/flags are not being reported to the lis. The discordant results for the remaining patients were flagged with "e143" abnormal assay errors and were not reported to the physician(s). As per the dimension vista 1500 operators guide: "abnormal assay [e143] - the result cannot be reported. Rerun the sample." Sample ids: (B)(6) resulted high upon repeat on the same dimension vista instrument ((B)(4)). Sample ids ((B)(6)) were then repeated on an alternate dimension vista instrument ((B)(4)), resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu results.